Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead. The physician suspected that the lv lead was dislodged due to an unrelated resuscitation. The device was reprogrammed to resolve the event. The patient was in a stable condition.